Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported. See MDR 3013394970-2017-00696 for the second device reported. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device was not used and another angio-seal device was use. When the second angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The second device was not used. Hemostasis was successfully achieved by the third device. Both pouches were fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouches. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient and there was no blood loss.